Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. A supply change was performed to resolve bg and issue.